Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a peripherally inserted central catheter (PICC). The customer stated a PICC developed a leak below the hub. The customer reports a PICC was inserted on (B)(6) 2011 in the right saphenous and secured with tegaderm. The PICC was removed on (B)(6) 2011 and was not replaced. The customer reports the pt status is fine.

Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.